Event description:
It was reported that (2) er320 devices were use during a laparoscopic donor nephrectomy. It was reported by the rep that the device misfired. The stapler jammed and they pulled another device. After a few uses the second device also jammed. They pulled a third device to finish the case. There was no consequence to the pt.